Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Four patient alerts for out of tolerance subthreshold lead impedance between (B)(4)-2010. Weekly pace lead impedance trend data shows an abrupt spike increase for max rv pace=464 to 4336 ohms max between (B)(4)-2010, then returns to baseline at 664 ohms on (B)(4)-2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported the right ventricular (rv) lead fractured and it occurred right after an open heart surgery. A new lead was added for pacing and sensing and the high voltage portion of the lead remained in use. Five days later the rv lead was repaired noting it had some sharp bends in it. When the pocket was opened it was found to be infected thus the patient would be treated with antibiotics. The lead was subsequently removed. No further patient complications were reported as a result of this event.